Event description:
Device was found to be eos early with error code. Patient had cardioversion. Device was reset, reprogrammed and a full follow-up was performed. The device remains implanted. (B)(6) 2015 - the device is now showing eri with a voltage of 2.23 volts. Explant was recommended.(B)(6) 2015 - this device was explanted and replaced with a similar device.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status eri. The device was implanted for 41 months. The memory content of the device was inspected. The inspection revealed that the ICD activated the battery status eos on (B)(6) 2015, automatically triggering a home monitoring notification to inform the user about the occurred eos status. The data further showed that the eos status was manually reset on (B)(6) 2015. The current consumption of the device was tested and found to be normal and as expected. However, an inconsistency of current consumption and battery voltage was noted. Therefore, the ICD was opened to examine the inner assembly. A visual inspection showed no anomalies. The battery voltage was measured confirming a depleted battery. The electronic module was attached to an external power supply to test the functionality of the module. Thereby, the electrical parameters, particularly the current consumption of the electronic module were found to be normal and as expected. The ability of the module to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In a further electrical analysis an intermittent elevated current consumption of the electronic module was identified, which could be narrowed down to an integrated circuit. The intermittent elevated current consumption led to a premature depletion of the battery. The manufacturing records and quality documents for this device were re-investigated. No anomalies were documented during the device manufacturing, in particular during the final acceptance test no abnormality in the current consumption of the device was observed. There was no indication of a material or manufacturing problem. Therefore it cannot be excluded that the presence of invasive external influences, such as strong electromagnetic fields, might have contributed to the clinical observation.